Event description:
It was reported that the clinical info center (cic) crashed unexpectedly, resulting in a loss of monitoring for 10 patients lasting 15 minutes. No alternate monitoring was available. The loss of monitoring was noticed immediately by hospital staff, who physically monitored the pts until telemetry monitoring was restored. The event did not contribute to a death or serious injury or require medical intervention. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.